Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a minimum fill notification occurred after filling a cartridge with 400 units of insulin. Customer¿s blood glucose level was 107 mg/dl. Reportedly, the customer reloaded the existing cartridge and continued to use the pump for insulin delivery.